Event description:
It was reported that during implant the left ventricular (lv) lead was unable to be positioned and migrated due to being too thick for the vein. Another lead was used and also failed. The leads were replaced. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.